Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leak) was observed at the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, acrylic resin (1.1 mm in size) was found between the check-band and stress-member, which evidently had caused the back-flow condition. No other root cause was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
It was reported to baxter (B)(6) that one (1) infusor lv5 device was observed with a backflow/leak at the location of the fill port during filling. According to the report the device was being filled with 5-fluorouracil and normal saline. There was no patient involvement. No additional information is available.